Manufacturer narrative:
The patient using a walker on a level floor. Relies on the walker because of knee injury in left knee. The handle height adjustment is not holding back, the handle is lowered. This happens several times in a few days. When tightening the knob threading breaks. The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The patient using a walker on a level floor. Relies on the walker because of knee injury in left knee. The handle height adjustment is not holding back, the handle is lowered. This happens several times in a few days. When tightening the knob threading breaks. The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).